Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the equipment was set at 6 but was cutting like 10-12. Subsequently this did not cause patient harm and there was a delay less then 30 minutes reported. The surgery was completed without using an alternate device and the problem caused an impact/damage to graft harvest. It was stated that the graft harvest was able to be used and no additional unplanned graft harvest required from the patient. No patient harm or delay was reported as a part of this event.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the equipment was set at 6 but was cutting like 10-12. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. (B)(4) has previously repaired/evaluated air dermatome serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device took a deep graft at the starting corner of the graft the required a suture to close and the motor, bearings, o-ring, seal, reciprocating arm, and hinge throttle gasket were replaced. This is not a related issue. Product review of the air dermatome by (B)(4) on (B)(6) 2018 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications but at the low end of the spec. The control bar was in the correct position. Repair of the air dermatome was performed by (B)(4) on (B)(6) 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, hinge throttle gasket, and screws. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was revealed that the calibration was out of specifications at all settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was revealed that the calibration was out of specifications at all settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.